Manufacturer narrative:
(B)(4). A request for the return of the device was made. The device would not be received by baxter as it has been discarded. A follow-up report will be filed upon if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during an unknown therapy step. The home patient (hp) was connected. The hp had a system error last night. The baxter technical service representative (tsr) reviewed the alarm log and found system error 2367 and system error 2240. The hp had two bags connected but now the setup was disconnected. The tsr could not verify leaks. The tsr reviewed the alarm with the hp. There was patient involvement but no serious injury or medical intervention was reported. Baxter product surveillance contacted the care giver (cg) on (B)(6) 2011 regarding the system error (se) 2240. The cg stated that she does not recall the process step that the home patient (hp) was in but did recall that the hp was connected to the machine at the time of the alarm. The hp did not disconnect prior to the alarm. The cg was not using any drain extension lines and all the clamps on unused lines were closed. The cg did not identify any leaks. The cg had no idea how the air may have entered the lines. The cg stated that the supplies looked like they usually do. The cg discarded all the supplies from that night and did not provide the lot number information. The cg did notify the hp's registered nurse (rn) regarding the alarm. Per the cg, the hp was continuing therapy without any other complications. There was no injury or medical intervention reported.